Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted (lot no. 846834) for female sterilisation. The patient had a medical history of dysmenorrhea, pelvic pain, menorrhagia, backache, breast lump, pregnancy, abdominal pain, blood in stool, parity 3 and multi gravida. Previously administered products included: mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3119 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted laparoscopic bilateral salpingectomy, hysterectomy, and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coils; left 3 right 6. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: indication: status post essure hysteroscopic sterilization comparison: none report: fluoroscopic observation to show no evidence of contrast passing beyond the occlusion devices, compatible with obstructed fallopian tubes. Impression: successful tubal occlusion. [Pathology test] on (B)(6) 2019: final pathologic diagnosis: uterus and bilateral fallopian tubes, robotic laparoscopic total hysterectomy with bilateral salpingectomy: 1. Endometrium: benign proliferative endometrium. 2. Myometrium: adenomyosis and a leiomyoma. 3. Serosa: no significant diagnostic abnormality. 4. Cervix: no significant diagnostic abnormality. 5. Bilateral fallopian tubes: no significant diagnostic abnormality specimen: a:uterus and cervix, bilateral fallopian tubes gross description: the fimbriated right and left fallopian tubes each have a metal coiled wire in the proximal tube consistent with essure device. The right tube has a focally [ultrasound pelvis] on (B)(6) 2014: clinical history: pelvic pain, menorrhagia. Has essure coils present. Comparison: hsg from (B)(6) 2012. Findings: he essure coils very difficult to visualize but I believe at least partially seen along the medial borders of the ovaries. Impression: 1. No abnormality identified, poor visualization of known essure coils. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporters,patient information,medical history,lab data,lot no.,indication,removal date,event onset date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 38-year-old female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criterion intervention required), 6 years after insertion of essure. The patient was treated with surgery (hysterectomy - uterus & cervix). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted (lot no. 846834) for female sterilisation. The patient had a medical history of dysmenorrhea, pelvic pain, menorrhagia, backache, breast lump, pregnancy, abdominal pain, blood in stool, parity 3 and multi gravida. Previously administered products included: mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3119 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted laparoscopic bilateral salpingectomy, hysterectomy, and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coils; left 3 right 6. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: indication: status post essure hysteroscopic sterilization. Comparison: none. Report: fluoroscopic observation to show no evidence of contrast passing beyond the occlusion devices, compatible with obstructed fallopian tubes. Impression: successful tubal occlusion. [Pathology test] on (B)(6) 2019: final pathologic diagnosis: uterus and bilateral fallopian tubes, robotic laparoscopic total hysterectomy with bilateral salpingectomy: 1. Endometrium: benign proliferative endometrium. 2. Myometrium: adenomyosis and a leiomyoma. 3. Serosa: no significant diagnostic abnormality. 4. Cervix: no significant diagnostic abnormality. 5. Bilateral fallopian tubes: no significant diagnostic abnormality specimen: a:uterus and cervix, bilateral fallopian tubes gross description: the fimbriated right and left fallopian tubes each have a metal coiled wire in the proximal tube consistent with essure device. The right tube has a focally [ultrasound pelvis] on (B)(6) 2014: clinical history: pelvic pain, menorrhagia. Has essure coils present. Comparison: hsg from (B)(6) 2012. Findings: he essure coils very difficult to visualize but I believe at least partially seen along the medial borders of the ovaries. Impression: 1. No abnormality identified, poor visualization of known essure coils. Lot number: 846834, manufacture date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.